Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it could not get the keel punch impactor to lock onto keel punch while in the tibia. Update: (B)(6) 2017: additional information received: it was reported that the sigma hp fbt keel punch impact would not engaged properly while in the tibia. Updated on (B)(6) 2017.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.